Event description:
It was reported to the manufacturer that the site's handheld would shut off and restart itself everytime the connection between the serial adapter cable and the handheld was jostled. A replacement handheld was sent to the site which functioned properly with the old serial adapter cable. Good faith attempts to obtain the product for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.